Event description:
The technician alleged side rail would not latch. No patient impact.

Manufacturer narrative:
The technician replaced the intermediate side rail center am assembly to resolve the issue.